Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and had high blood glucose of 411mg/dl. The customer treated with manual injection and food. Customer declined to troubleshoot for high blood glucose. Troubleshooting for no delivery was performed and insulin exited during fixed prime. Troubleshooting resolved no delivery alarm. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.